Event description:
A customer reported to beckman coulter, inc. (Bec) a reagent pack mis-load on the access 2 immunoassay analyzer. No erroneous results were reported. There are no reports of patient injury or unnecessary medical treatment as a result of this event.

Manufacturer narrative:
The customer did not follow the outlined procedure for loading a new reagent pack on the system. Customer's qc was within published specifications. Through routine troubleshooting with customer, bec customer technical support (cts) discovered that an extra pack was loaded on the instrument that was not in inventory. Per cts instructions, customer removed reagent pack and discarded it. User error is the root cause of this event.